Manufacturer narrative:
Qn#(B)(4). Sample will not be returned for evaluation.

Event description:
It was reported that in the uti, the physician met with difficulty when trying to advance the guide wire into the patient's subclavian causing the guide wire to bend. As a result, the guide was removed with difficulty which then caused the guide wire to unravel. A new kit was opened and used without issue to successfully complete the procedure. There was no reported delay, death, or complications to the patient.